Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was reported that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained myopotential oversensing. The patient did not receive inappropriate shocks during the oversensing. Programming changes were discussed, but not performed. The patient was stable.